Event description:
Received information that due to an 840 had no alarm. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the alarm and harness assembly. Covidien was not authorized to service the device.